Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device reload clicked in the device and after the surgeon fired the device and placed his thumb on the cartridge and it fell out of the device but did not fall into the patient. The device did staple and cut correctly when the surgeon observed the staple line. They completed the procedure with clips, suture and tie. There was no patient consequence reported.